Event description:
It was reported the device gave a "double beep" alert during testing. No patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The device was started in application and issues were found with the device double beeping with a cassette attached.. It's recommended to replace the downstream sensor.